Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a broken solder joint on the interface board. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed unexpected restart and she could not clear if as the buttons were not responding. Customer had taken the battery out about 8 times to try to reset it. She stated that a temp basal was not programmed before the alarm and the device was not stored or not in use for an extended period of time. Blood glucose value was 150 mg/dl. Nothing further reported.